Manufacturer narrative:
Investigation summary a device history review was conducted for lot number 2199803. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd pegasus is an infusion only device and is not rated for high pressure injections.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter experienced leakage. The following information was provided by the initial reporter: enhanced CT examination was performed on the patient. During the enhancement, the heparin cap was washed away, and the liquid leaked out. The injection was stopped immediately, the heparin cap was replaced, and the enhanced x-ray examination was re-examined. The radiation dose received was within the safe range, and no harm was seen.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter experienced leakage. The following information was provided by the initial reporter: enhanced CT examination was performed on the patient. During the enhancement, the heparin cap was washed away, and the liquid leaked out. The injection was stopped immediately, the heparin cap was replaced, and the enhanced x-ray examination was re-examined. The radiation dose received was within the safe range, and no harm was seen.